Manufacturer narrative:
(B)(4). Date sent: 04/03/2020. D4: batch # u5a39f. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: device cut the first firing (but on its return wouldn't come all the way back into device) surgeon tried the reverse and when that did't work he used the manual bailout as instructed. No consequences to the patient, completed w/ no issues w/ another device.

Event description:
It was reported that during an unknown procedure, on the first firing, the device cut, but on its return, wouldn't come all the way back into device. The surgeon tried the reverse button and when that didn't work, he used the manual bailout as instructed. Afterwards, it was noted the battery was extremely hot. Surgery was not delayed and was successfully completed with a new device. No fragments were generated and there were no patient consequences.